Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer a blood glucose (bg) level of 300 mg/dl after hospitalized for non-diabetic related surgery. Reportedly, the customer consumed carbohydrates and missed a meal bolus. Customer¿s bg was treated with manual injection of novolog and levemir. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Additionally, an occlusion alarm occurred. Customer cleared the alarm and resumed insulin to resolve the issue.